Manufacturer narrative:
The reported complaint of false af episodes was confirmed. The cause of these false af episodes are frequent pvc and undersensing. The device is performing per programmed settings.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had an incorrect measurement. The programming changes were performed. The patient was in stable condition.